Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument had an unspecified issue. There were no reports of patient injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained following additional information : the cables on reported 8mm maryland bipolar forceps instrument were frayed. The issue was observed during prostatectomy surgical procedure when surgeon was try to remove the reported instrument and replace it with another instrument for suturing the bladder. The surgeon used another maryland bipolar forceps instrument and procedure was completed without any adverse event(s). No fragment(s) fell into the patient's anatomy. The issue caused procedure to delay by few minutes. Photographic image(s) and/or video of procedure was not available for review.